Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees, that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional h6 component code: g07002 no device problem found. The following information was requested, and the following was received: please provide product code and lot number. Product code: vcp772.this complaint is reported as a kit (eskvcp772), but the kit includes 12 box of vcp772d. And there was one box that only 11 packs in one of the 12 boxes. Is the sterility of the device compromised? No. H3 analysis: the product was returned to ethicon for evaluation. One open box was received for analysis that belong to product code vcp772d. Upon initial inspection of the returned sample, the film overwrap was not present. Also, it was found that the box contained only eleven foil packets instead of twelve. The foil packets were opened, and the winding formers (tray) were examined. No anomalies or defects were observed during the evaluation. As part of our quality process, the manufacturing records of this lot-batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. Per the conditions of the returned sample, no conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Prior to use, it was reported that it was not shrink-wrapped and one pack was missing. The registered model number was determined from the kit components. No adverse patient consequences were reported. Upon initial inspection of the returned sample assembly problem identified. Additional information was requested.